Event description:
It was reported that this implantable pacemaker's right atrial (ra) lead exhibited a low out-of-range pacing impedance measurement less than 200 ohms triggering a lead safety switch (lss) to unipolar. Noise was observed on both the ra lead and the right ventricular (rv) lead. Recently, both the threshold and the pacing impedance measurements have significantly increased since the last device check. At this time the device and both leads remain in service. No adverse patient effects were reported.